Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported that after a fall, the user suddenly stopped hearing and responding to speech on the affected side. It was suggested to do not use the processor on that side.

Event description:
The user's father reported that after a fall, the user suddenly stopped hearing and responding to speech on the affected side. It was suggested to do not use the processor on that side. It is unknown if there will be further medical intervention, however, as per clinical support review, reimplantation is recommended.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, imaging confirmed one channel being extra-cochlear. It is unknown if the electrode has migrated post-operatively or if one channel remained outside the cochlear since implantation. However, to determine an exact root cause device investigation would be necessary. Re-implantation is recommended but no date has been scheduled yet.